Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient responded to our follow up request, which was received on (B)(6) 2020. They reported they had removed the battery (controller) for 30 seconds to try and troubleshoot the ins heating up. The patient ended up meeting with a manufacturer representative (rep), and they noted the issue had resolved but then stated they were still having problems 1 month after that meeting. The patient was scheduled to meet with their doctor on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products:: product ID: 97745, serial#: unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that when she was charging her ins today, she could feel the ins battery getting "real hot" inside of her, "like it's going to pop," adding that it "kept getting hotter and hotter" and she doesn't want it to explode. Patient said all she did was sit down to charge her ins because she saw that the ins battery level was "in the red." Five minutes into the charging session, patient said she could feel her ins battery getting warm, noting that she had the belt wrapped around her waist. Patient also noticed that the controller screen "cut out" without her touching anything, but confirmed she was able to turn it back on. Patient confirmed the source of the heat was internal (the ins battery), not external (rtm). Patient confirmed that the heat subsided when she stopped charging the ins, noting that she also turned the ins off. Patient said she called her hcp and they told her the ins battery is probably malfunctioning and needs to be changed out. The patient confirmed she has not had any recent falls or trauma. The patient advised against charging her ins until she meets with her hcp or a local rep to have the ins checked. The patient had a healthcare provider (hcp) appointment scheduled for july 24th.